Manufacturer narrative:
(B)(4). Internal complaint number: tw# (b)(4. Autonumber: (B)(4). The hp2 extension cable device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. A visual inspection was conducted. One of the connector collars of the extension cable was missing from its original position. The connector collar was dislocated from its original position leaving the inner component (pins) exposed. The extension cable was returned without the broken connector collar piece. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for the reported failure mode "break, cord."

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, the nurse was disconnecting the hemopro2 extension cable from the adapter cord, while doing this, the end of the extension cable broke off when she separated the two cords. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, the nurse was disconnecting the hemopro2 extension cable from the adapter cord, while doing this, the end of the extension cable broke off when she separated the two cords. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, the nurse was disconnecting the hemopro2 extension cable from the adapter cord, while doing this, the end of the extension cable broke off when she separated the two cords. The hospital did not report any patient effects.